Manufacturer narrative:
[Article citation] bao m, zhou j, luan gm. Treatment of drug-resistant epilepsy with vagus nerve stimulation -- review of 45 cases. Chin med j (engl). 2011;124(24):4184-8. Http://www.ncbi.nlm.nih.gov/pubmed/22340384.

Event description:
During review of the article, "treatment of drug-resistant epilepsy with vagus nerve stimulation -- review of 45 cases" by bao m, zhou j, and luan gm, it was found that a patient had the vns device removed due to an infection. Follow up with the physicians found that the patient caused the infection by scratching her neck. It was stated that there was no relationship between the infection and vns as the infection in the neck was caused by the patient. It was first observed in (B)(6) 2009. The doctor decided to remove the device as intervention. No other information was provided.

Manufacturer narrative:
Brand name, type of device name, corrected data: the initial report inadvertently reported the incorrect device.

Event description:
It was reported that device was explanted a few days after it was implanted, but that the exact date is unknown.

Event description:
The infection was first observed in (B)(6) 2009, so appears unlikely that explant occurred a few days after implant. However, no additional relevant information is available.